Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The available tripped trend reports were reviewed for charging cable and ac adapter and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a battery issue with the adc device, which resulted in the reader being unable to charge. The customer was therefore unable to obtain glucose results and experienced a loss of consciousness and seizure. The customer was treated with glucose by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted.this serves as a correction report. Sections h-6 and h-10 were incorrecty documented in the previous initial report. Section h-6 and h-10 have been updated to refelct the correct extended investigation results.

Event description:
A customer reported a battery issue with the adc device, which resulted in the reader being unable to charge. The customer was therefore unable to obtain glucose results and experienced a loss of consciousness and seizure. The customer was treated with glucose by a third-party. There was no report of death or permanent injury associated with this event.